Manufacturer narrative:
MFR received date: 31 aug 2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the gas delivery system assembly was tested and no failures were identified. The damage to the (u1) on the oxygen flow sensor pcb (printed circuit board) generated the 100b which is consistent with the watchdog test failed and was not a part of the original problem, so this damage occurred during or after the repair of the gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported oxygen concentration out of tolerance. There was no patient involvement.